Event description:
Pt reported that when insulin cartridge was changed, the device did a telescoping prime. No error code was generated by device. Pt's blood glucose was not affected, and no treatment was received as a result of the event.